Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 5f sheath (model unknown). A pre-procedural angiogram was performed which showed the vessel size to be 6 mm. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure between the first and second stop. The device was removed and the patient was converted to manual compression for less than 30 minutes. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot f1312303) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.